Event description:
A US distributor contacted ZOLL to report that a patient developed a skin irritation under the LifeVest equipment. Patient described the area red under the TE pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a zinc ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not Applicable.